Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, difficulty was encountered when advancing the delivery system with valve through the 14fr esheath+. There was strong resistance when the delivery system with valve attempted to exit the tip of the esheath+. The delivery system with valve did not exit the tip and became stuck at the fully expandable portion of the esheath+. There had been no difficulty inserting the esheath+ into the patient. Due to the resistance encountered, the delivery system with valve and esheath+ were withdrawn together as a single unit. Upon inspection, the esheath+ distal tip was observed to be damaged. The damage was reported to be a semi-circumferential transverse crack. The esheath+ was not torn, but the delivery system could not pass through. A new system was prepared and there were no reported issues with the new system. There was no patient injury. Imaging was received for evaluation. Per imaging evaluation, the esheath+ distal tip was torn radially with stretching and remained unopened along the axial score line. The liner was expanded as designed. The second esheath+ used in the procedure showed no abnormalities.